Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced a case of leakage, and a case of being unable to deliver insulin. The following information was provided by the initial reporter: he tells me that insulin was running on the patient's skin when the needle was removed. When he threw the needle away, when he turned it over, insulin was dripping from the needle into his palm. A significant amount of insulin gets stuck in the needle and does not reach the patient the patient's blood sugar was above the norm but I don't necessarily think this is related because she was having dietary changes. No hospitalization or other consequences.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: seventy six sealed 30g x 5mm autoshield duo samples were returned from lot. No. 0175114, cat. No. 329605. A clog test as per tp700483 was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced a case of leakage, and a case of being unable to deliver insulin. The following information was provided by the initial reporter: he tells me that insulin was running on the patient's skin when the needle was removed. When he threw the needle away, when he turned it over, insulin was dripping from the needle into his palm. A significant amount of insulin gets stuck in the needle and does not reach the patient the patient's blood sugar was above the norm but I don't necessarily think this is related because she was having dietary changes. No hospitalization or other consequences.